Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be solenoid failures on the main pcba, resulting in intermittently slow solenoid response during auto-zero calibrations.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the suspect device. The fsr performed the operational verification procedure (ovp) and the device passed all testing to manufacturer specifications. No failures were detected with the device but technical support recommended replacing the main board as a precaution. Completion of the main board replacement is currently pending receipt of a new main board. Once the new main board is received, the repair will be completed.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" alarm condition while in use with a patient. The ventilator was replaced and there was no patient harm or injury.